Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the device was missing screws and they were unable to take a skin graft. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the calibration was out of specifications. The customer hose and width plates were not returned for evaluation. The motor speed was within specifications. It was also noted that the width plate screws were missing. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings, ball detent, thickness lever, and missing screws. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the width plate screws were missing. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the width plate screws were missing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
It was reported that the device was missing screws and unable to skin graft. Harvested graft was not usable, and an additional graft was required from the patient. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was missing screws and unable to skin graft. No adverse events were reported as a result of this malfunction.